Event description:
Country of complaint: (B)(6). Thread frays during use.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 open pouch. There are no previous complaints of this code batch. There are no units in OEM stock. Received one open and used sample with the thread broken and the core of the thread is out from the braiding. Without closed sample a complete analysis cannot be completed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirement. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.